Event description:
The patient developed a chronic looking infection. The treating center performed a wound washout and administered antibiotics. On (B)(6) 2024, the right depth lead was explanted. The treating center diagnosed this as a superficial incisional infection.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.